Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 delivery system. A trunk ipsilateral leg component and an iliac extender component were implanted without any problem, and the angiography showed no endoleak. However, there was a 2cm gap between the proximal edge of the trunk and the lowest right renal artery, and an aortic extender component was implanted as a preventive measure. The aortic extender component was deployed just below the right renal artery. As the deployment line was pulled, the physician reportedly felt a slight resistance and unintentionally pushed up the delivery catheter to pull the line completely. As the result, the aortic extender component was deployed at 1 cm about the right renal artery, fully covering the vessel. Attempts were made to pull the device down by a reliant balloon and also the cannulate the right renal artery to restore the blood flow, which all ended unsuccessfully. The physician concluded the procedure. The right renal artery remains covered. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.